Event description:
Caller reported discrepant troponin (tni) results on the triage profiler sob. Pt was admitted to the emergency room on the morning of (B)(6) 2012 for "chest pain". First draw was done at 10 am and second draw was done at 11:30 am. EKG not available. Physician questioned initial triage result, citing that it did not match the clinical picture. Pt is still in the emergency room pending further testing. Whole blood edta samples were used. All tests were performed in room temperature and all devices were warmed to room temperature. No other pt information provided.

Manufacturer narrative:
Investigation pending.